Event description:
It was reported that the customer had high blood glucose levels of 158 mg/dl. The customer noticed a crack on the reservoir compartment of the insulin pump while changing the reservoir. The customer reported that the reservoir might not be able to stay in the reservoir compartment of the insulin pump. The customer also reported that a piece of the molding on the reservoir compartment was falling off. The customer also reported that the battery cap of the insulin did not fit properly. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing reservoir tube o-ring, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).